Manufacturer narrative:
The site biomed replaced the auto/manual switch to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4). The site biomed replaced the auto/manual switch to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in inability to switch between vent and bag position resulting in loss of manual ventilation. There was no patient involvement.